Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called to report several low reservoir alarms and that her blood glucose reading went up to 415 mg/dl, but was 355 mg/dl during the call. Customer treated with the insulin pump. The customer performed most troubleshooting and did not find any issues. Customer declined to finish troubleshooting and change out her set. Nothing was replaced or returned.